Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Hold for em (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. (B)(4). Date of medical intervention (B)(6) 2023. B5 describe event or problem - additional information, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - correction/additional information/, h10 corrected data. H11 additional narrative - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient did not experience any symptoms of being hypoglycemic, he was feeling normal. The patient¿s brother checked on him from time to time since the patient has a history of having blood glucose problems since he was born with a pancreas defect. When his brother called and the patient did not answer, he went to his brothers home and found him sleeping. He tried to wake his brother up and when he did not wake up, he immediately called 911. The patient's brother did not provide any treatment at home. When paramedics arrived they provided the patient sugar fluids and they took a bg reading which was 39 mgdl and after some minutes, the bg increased to 42 mgdl; there was no cgm reading taken. The patient was taken to the hospital and when the patient regained consciousness he drank orange juice. No other medication given at the hospital. The patient recovered and was discharged after a few hours. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.